Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a hospitalization due to low blood glucose. The current blood glucose reading is 118 mg/dl. Customer stated that it's not unusual for her blood glucose readings to fluctuate. The low event happened one month ago. The paramedics were called to treat a blood glucose reading of 31 mg/dl. Customer was transported to the hospital. Customer does not know what caused the low blood glucose. Nothing further reported.